Event description:
Info was rec'd from foreign country that a pt had a irregular corneal cut. The event occurred in march 16, 1998. Subsequently info was rec'd that injury to the iris occurred, but the "crystalline" (lens) was not damaged. In addition, after consultation with another surgeon, a subsequent surgery was performed on april 29, 1998. The pt can now see with a lens implanted in 1998. Pt is unable to stand bright light and can not drive at night. The microkeratome used was not returned for eval, however, the unit was inspected by a b & l surgical technician the day after the event. No malfunction was observed.